Manufacturer narrative:
Patient's identifier, event date were not provided. If the requested information becomes available, supplementary report will be submitted. Explant date is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), before clinical procedure, patient experienced loss of implant to osseointegrate.